Event description:
Related manufacturer reference number: 2017865-2025-11072. It was reported that right atrial (ra) lead exhibited oversensing due to noise and right ventricular (rv) lead exhibited fracture and capture anomaly. Fracture was visible on flouro. The ra lead was capped and replaced on (B)(6) 2025. Rv lead was capped on (B)(6) 2025 but not replaced. The patient is in stable condition.